Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was initiated using a watchman fxd double curve access system (was) and a watchman flx pro laa closure device & delivery system (wds). The physician was unable to access the left side of the heart due to transeptal defects. During the attempt, the patient experienced a drop in blood pressure, and a pericardial effusion with tamponade was identified at the base of the left ventricle (lv). It was suspected that the cause was due to multiple drops onto septum when attempting to achieve access to the laa. Pericardiocentesis was performed successfully removing approximately 300cc of fluid to treat the effusion. The patient pressures went back to normal. The watchman device was not implanted, and the patient was discharged the next day. The physician plans to reattempt laac procedure at a later date.